Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no errors, alarms, or warnings related to short battery life were recorded. No evidence of excessive battery usage or short battery life was observed in the pump¿s black box history. The pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The battery cap was able to be fully tightened to the pump. No power losses were observed during investigation. A visual inspection of the pump revealed that there were cracks on the battery compartment below the grip pad. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of the short battery life was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. It was noted that batteries were only lasting two weeks long. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.